Manufacturer narrative:
Product analysis: it was found on analysis that the programmer analyzer failed an incoming functional test. The analyzer will ne repaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer analyzer which returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.